Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food and emergency medical service. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.